Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the firing rod was at the home position when it was received, the firing rod had scratches present on its tip, and a broken reload adapter was still loaded into the adapter. Functionally, the broken adapter was removed from the idrive adapter. The center rod orientation was checked and was found to be assembled properly. The unload button on the adapter was depressed numerous times and it was noted that it displayed no hang-ups or sluggish returns. The returned adapter was loaded onto idrive handle with an idrive battery. The light sequence showed no issues. A representative reload was inserted onto the adapter. The green light signaling the attachment of a reload illuminated. The reload was opened, closed, articulated, and rotated without loss of connection. The reload was then applied to test media where proper transection and stapling was observed. It was reported that the jaws of the device remained closed on tissue after firing. The reported issue was confirmed. The most likely cause was not traced to the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thoracic surgery on a segmentectomy pulmonary, the device locked on tissue. A component between the rod and reload broke off. A manual stapler was used to resect the tissue to release the reload. The surgical time was extended by 30 minutes or more due to device problem.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thoracic surgery on a segmentectomy pulmonary, the surgeon the device locked on tissue. A manual stapler was used to resect the tissue to release the reload. The surgical time was extended by 30 minutes or more due to device problem.